Event description:
On (B)(6) 2009, the patient stated that both the up and down buttons on her infusion device are not functioning occasionally. The patient stated that the infusion device has not been dropped or exposed to water. The patient will receive a replacement infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.